Event description:
This lead was capped and replaced due to rising thresholds and impedances. The ICD was also replaced at the same time for eri. There were no adverse patient events reported. Should additional information be received, this file will be updated.